Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery due to infection that occured approximately 16 months after the primary surgery. The primary and revision surgery are using humeris reversed system. The original humeral cup was a standard 40/+3 and it was replaced with a standard humeral cup 40/+9. The glenosphere and glenoid baseplate was replaced by the same products.